Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. Philips remote service engineer (rse) analyze the system remotely and confirm that the system had a ups problem. Review of the system log file showed that the suite pc had some unexpected restart, and these could be caused by ups. Upon troubleshooting rse found that the system failed to boot up due to ups issue and the battery was defective. To resolve this issue, customer insulated the defective battery. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system failed to bootup due to a ups issue. The device was in clinical use clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.